Event description:
It was reported that during an unknown procedure the ¿replace instrument¿ alert screen was displayed. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
Pc- (B)(4).date sent: (B)(6).d4 batch#: z7035tinvestigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device.visual analysis of the returned sample determined that the device was returned with the blade broken inside of the tube. The broken blade was located at an area inside the tube proximal to the tissue pad.during functional testing on energy systems, an alert screen was displayed. The device will stop activating when the blade becomes damaged. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage, resulting in activation issues such as failing the pre-run test with the generator and displaying alert screens including "remove instrument from patient," ¿blade error detected,¿ or "relaxed pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade and how the blade crack issue occurred.this is consistent with a side load being applied to the blade while active with the jaw closed. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.a manufacturing record evaluation was performed for the finished device lot/batch z7035t, and no non-conformances were identified.